Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. The device was not returned for analysis. Obtaining the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a hi-torque (ht) balance middleweight (bmw) universal ii 190cm j guide wire was advanced without difficulty, then an unspecified balloon catheter was advanced without difficulty to the distal target lesion and dilatation was completed. When retracting the balloon catheter against resistance over the guide wire, peeling was noted on an unspecified area of the device after withdrawal. No part of the peeled material separated inside of patient anatomy. There were no adverse patient effects and no occurrence of a clinically significant delay. The procedure was considered completed. No additional information was provided.